Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with alarms. Alarms due to a corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 586 mg/dl at the time of incident and the current blood glucose of the patient was 200 mg/dl. Customer stated the insulin pump had motor error. Customer stated they were able to complete pump rewind. The customer stated that the drive support cap appears normal. Troubleshooting was performed. The insulin pump will be returned for analysis.